Event description:
It was reported by a nurse that high impedance was received in the or after a vns patient underwent generator replacement surgery. Diagnostics prior to surgery were within normal limits, however the first set of diagnostics in the or were performed after the patient had been closed. The nurse programmed the patient to 0 ma and the surgeon did not want to re-open the patient to check the pin insertion. Additional information from the nurse indicated the patient was having some discomfort and was referred for prophylactic replacement to address the discomfort. Moreover, information from the nurse indicated the patient underwent pin re-insertion surgery and the high impedance was resolved. Attempts to obtain further information regarding the discomfort from the treating physician have been unsuccessful to date.

Manufacturer narrative:
.